Event description:
Customer stated system would not boot up. It is displaying a file corruption error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos single board computer and replaced the hard drive. Then re-loaded software and calibration files. System checked out ok and is fully functional.